Event description:
A surgeon reported that during surgery, the console shut down suddenly when they were about to use the vitrectomy probe. Rebooting was unsuccessful. Therefore, a backup system was brought in. Additional info has been requested.

Manufacturer narrative:
A sample is being returned to the manufacturer for analysis, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).